Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery overheated while charging. The pdm screen turned rainbow of colors and the pdm exhibited a plastic burning odor that came from the charging cable and a plastic piece had melted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.